Manufacturer narrative:
It was further informed that the device was not available for evaluation since it was exposed to infectious disease. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Nevertheless, images were provided for review. Based on the image evaluation, two pictures showed a catheter, balloon appeared to be in good condition. From one image, blood residues were visible in the balloon, reported model number could be seen on catheter. No other visible consistencies were noticed. Customer report of balloon leakage could not be confirmed from provided pictures. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further engineering investigation, balloon/winding leak inspection process is performed to the units as part of the manufacturing process. As per IFU: "the thru-lumen embolectomy catheter should not be used outside the arterial system or for endarterectomy procedures" and "the thru-lumen embolectomy catheter should not be used in venous systems." Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use of this fogarty catheter (medwatch # 11392) connected to a dpt through an extension tubing to block the vessel and measure hepatic venous pressure gradient (hvpg) for diagnostic purpose, the balloon leaked; it allowed blood flow, what caused unstable values. Replacing the fogarty for a new one and keeping the dpt but fogarty catheter leaked again (medwatch # 11393). Using a third fogarty the issue was solved. The catheters had been tested prior to use and they worked properly. There was no allegation of patient injury and patient diagnose was not affected. The devices were not available for evaluation.